Event description:
During stroke procedure a synchro select standard straight guidewire (sstd215str lot # 000210826) had approximately 6cm of the distal wire tip fracture as the wire was being pulled back into the catheter. The interventional radiologist saw this happening on the fluoroscopic image and applied suction to the microcatheter as the microcatheter was pulled back into the guiding catheter preventing the fractured wire tip from being lost in the patient. Up till the tip fractured there was no issues or difficulty noted when using the guidewire. Manufacturer response for guide, wire, catheter, neurovasculature, synchro select (per site reporter). Device was given to the clinical sales representative after completion of procedure for return to vendor for analysis.